Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 0.035 radifocus; inflation: mustang; stent: smart control. Inflation above rated burst pressure. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the fox percutaneous transluminal angioplasty (pta) balloon catheter instructions for use states: do not exceed the rbp (rated burst pressure) of the balloon. It may cause balloon rupture and vessel perforation. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after a non-abbott stent was deployed at a lesion in the common iliac artery using a brachial access, a fox cross percutaneous transluminal angioplasty (pta) balloon catheter was used for post dilatation. The balloon could not be inflated with increasing pressure. Two unsuccessful attempts inflating the balloon were made. Each inflation was at 20 atm for 30 seconds. When the balloon could not be inflated, the physician felt something was "odd" and the balloon catheter was removed. Post dilatation was successfully completed with a non-abbott balloon. There were no adverse patient effects or significant clinical delay in the procedure due to the device issue. No additional information was provided.